Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: tubing broke off at anti-free flow device while priming.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
"No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24075411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.